Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose level was 356 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.